Event description:
The customer reported that the system would not save patient images or data. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced and the software was reloaded. The system was tested and found to be working as intended and put back into service.